Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring greater than or equal to 500 mg/dl with associated symptoms of large urinary ketones, headache, abdominal pain, vomiting polydipsia and dehydration. The patient reportedly received medical treatment at the hospital emergency room. The patient was treated with insulin via injection and intravenous fluids. The reporter alleged x. The reporter alleged the patient¿s serious injury was associated with a pump communication failure; radio frequency communication failed during a bolus delivery. The reporter alleged on (B)(6) 2017 15 units of an 18 unit were delivered and on (B)(6) 2017 0.0 units of a 15.95 unit bolus delivery was delivered. During troubleshooting by animas customer support it was determined the event was associated with a training/misuse issue; a bolus delivered after the cancellation of the programmed boluses. The patient¿s health care provider adjusted the bolus settings in the pump programming. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with training/misuse.